Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and 2 vials of test strips were returned and tested with two high level control samples. Test results with control sample lot 45569900 (specified target range 2.6 ¿ 3.2 inr): vial number 160168: qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Vial number 160114: qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. Test results with control sample lot 60022 (specified target range 4.1 ¿ 6.8 inr): vial number 160168: qc 1: 5.0 inr, qc 2: 5.0 inr, qc 3: 5.0 inr. Vial number 160114: qc 1: 5.0 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter (meter a) serial number (B)(4) compared to another coaguchek xs meter (meter b). The serial number of the second meter was requested but not provided. At 19:00 the meter result from meter a was 18% quick. At 19:15 the meter result form meter b was 31% quick. The customer's therapeutic range is 25-35% quick. It is unknown which result was believed to be correct.